Event description:
Info received indicates the left foot siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch cover was bent, preventing the siderail from latching. He straightened the siderail latch cover to repair the bed.